Event description:
According to the available information, in (B)(6) 2024 the patient started to complain of difficulty in operating the implant. Clinical examination revealed a malfunction in the pump. The patient is scheduled for a replacement procedure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.